Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lps. During the procedure, a ruby coil lp would not advance from the starting position within its introducer sheath and, therefore, it was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on (B)(6) 2020 the device was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) 2. Section h. Box 3: device returned to manufacturer)? 3. Section h. Box 3: device evaluated by manufacturer? Additional information was added to: 1. Section d. Box 10: returned to manufacturer on (mm/dd/yyyy). Evaluation of the returned ruby coil lp revealed offset coil winds on its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damages such as offset coil winds may occur. During functional testing, the ruby coil lp was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds on the embolization coil. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the complaint and may have occurred during packaging for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.